Event description:
It is reported that during surgery in 2008, articular surface had foreign material adhered to the device. Foreign material was removed and device was implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.